Event description:
It was reported that patient faced issues with infusion set tape not sticking as he pulled the tube by mistake, so the tape fell on (B)(6). 2026. No further information is available.

Manufacturer narrative:
Establishment name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: ca california, post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.